Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient did not recharge the ipg as recommended due to ineffective stimulation in 2 years.. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted.